Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. During the procedure, the 15mmx2.50mm wolverine coronary cutting balloon shaft broke into two pieces at mid shaft. The broken device was contained within the guide and the procedure completed with a different device. No patient complications were reported and the patient status is ok.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. During the procedure, the 15mmx2.50mm wolverine coronary cutting balloon shaft broke into two pieces at mid shaft. The broken device was contained within the guide and the procedure completed with a different device. No patient complications were reported and the patient status is ok. The wolverine cutting balloon was returned for analysis. The device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 760mm distal to the strain relief. The hypotube was also noted to be kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was tightly folded which indicates that the balloon was not subjected to positive pressure. No issues were noted with the balloon that may have potentially contributed to the complaint incident.